Manufacturer narrative:
Examination of the returned devices finds wear patterns on the femoral head suggesting the liner disassociated and contacted the acetabular cup. However, because the cup was not returned for examination, this cannot be confirmed for matching wear. The returned liner also shows signs of unusual wear, four of the ards have been fractured, further indicating the eccentric loading. Deformation on the returned liner indicates the neck of the stem may have been impinging the liner. It is further hypnotized that because the ards were broken from the contact of the neck of the stem on the liner, then the excessive load may have caused the liner disassociation. However, the stem was not returned for examination and the neck impingement cannot be confirmed. There are machining lines yet visible that would not be so obviously present had the femoral head been more centrally loaded. A search of the complaints databases identified no other reports against the provided product/lot code combinations. X-rays and medical records were reviewed. The x-rays confirmed the reported disassociation. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Device available for evaluation. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 08 december 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, upon revision the ceramic head was modified by metallosis and the inlay was clearly dorsally dislocated. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 04/01/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4), if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision because of disassociation of liner from cup.